Event description:
It was reported that a patient received a sonata procedure on an unknown date, patient had come to the emergency room a few days after the procedure with pain and discomfort. Patient was diagnosed with thermal injury to the bowel which resulted in a small bowel resection. Patient was reported in good condition following the resection, and no further intervention was required. Additional information was received patient required resection and reanastomosis and the patient was doing fine and was released from the hospital. Physician reported that the ultrasound imaging was difficult to read due to the patient´s prior uterine artery embolization. Date of original procedure is unknown and no lot number available.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.